Manufacturer narrative:
(B)(4).

Event description:
It was reported that the resolute onyx rx stent dislodged during removal following failed delivery. The stent became caught on non-mdt guide extension catheter during removal before it was deployed and could not be removed. The physician was attempting to use a resolute onyx rx coronary drug eluting stent in a patient¿s lateral 1st diagonal branch with moderate calcification and 90% stenosis. No abnormalities reported in relation to anatomy. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. No difficulties noted when removing the protective sheath. The device was inspected and negative prep was performed with no issues. The lesion was pre-dilated and the device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. The inflation device remained on neutral pressure during the delivery of the device. The physician crossed the lesion with a non-mdt interventional guidewire without incident. A non-mdt 2.0 ptca balloon was inserted and fully inflated multiple times. Next the physician proceeded with a nc euphora 2.25 x 20 rx ptca balloon and again fully inflated the balloon multiple times. The physician then decided to proceed with a resolute onyx 2.25 x 26 mm stent balloon. The physician was having problems advancing the stent balloon fully across the lesion. The physician then removed the stent balloon, fully intact and then advanced a 5 fr. Non-mdt guide extension catheter into the patient's left main. Next, the physician then re-advanced the resolute onyx 2.25 x 26mm stent balloon back into the patient and again, was unable to advance fully across the lesion. The undeployed stent was removed for the second time. Upon removing the stent from the coronary, the stent balloon appeared to become stuck on the non-mdt guide extension catheter. The stent proceeded to be difficult to remove. Once the balloon catheter was inside the guide catheter, the physician noticed the stent balloon was undeployed in the patient's left main. With the undeployed stent still on the interventional wire, the physician then decided to insert a non-mdt 2.0 x 12 ptca balloon into the undeployed stent with the aim of capturing it with the balloon, pull them both into the guide catheter and remove. This was reported to be the only intervention method used to capture the stent. While attempting to do this, the stent dislodged from interventional guidewire, balloon and guide and migrated distally in the patient's abdominal aorta. Xray showed undeployed stent in abdomen and cine was performed. The physician then removed the guide, guideliner catheter, interventional guidewire and balloon. A 5 fr. Non-mdt catheter was then inserted to visualize the abdominal aorta. As the patient was experiencing st elevation on EKG with the patient's baseline creatinine of 2.2, the physician decided a CT may be better to visualize the stent in the abdomen. The physician then proceeded to address the patient's EKG changes and fix the lateral 1st diagonal using a balloon only. After intervention of the lateral 1st diagonal, with the patient's baseline creatinine of 2.2 and receiving 139 ml of visipaque, the physician deemed the patient to be stable at this time. The patient¿s condition was not aggravated by the delay in treatment experienced due to the dislodgement. Patient¿s status post-procedure was awake, alert, stable and pain free. Stent is in the renal artery and patient is stable.

Manufacturer narrative:
Product analysis: non-mdt guide catheter and guidewire was returned with delivery system. Numerous kinks were evident long the hypotube during initial inspection. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. No deformation was apparent to the distal tip. If information is provided in the future, a supplemental report will be issued.